Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) the patient reported that the new infusion set's tubing had disconnected at the tubing connector. Reportedly, the patient's blood glucose was normal and did not require any medical treatment. No further information available.